Event description:
It was reported while using a bd preset¿ syringe the plunger was difficult to move. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material #: 364415. Lot/batch #: 4003486. Bd received 1 photo for investigation. The photo shows the device packaging confirming the lot number. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to difficult to move plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to move plunger. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd preset¿ syringe the plunger was difficult to move. There was no report of adverse impact to patients or users.